Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the main stopcock system was broken and would not hold the stopcock in place. The system was broken on 2 different external ventricular drainage (evd) systems right out of the box. ICU only stocked 2 systems at any given time. The nurses noticed the defect during priming prior to attaching to the patient. It was noted the nurses had to borrow from the or during the crisis situation. It was stated that this was a patient safety concern as the intracranial pressure measurement would be inaccurate and the cerebrospinal fluid may drain out of the patient's head at a rapid rate with a risk of mortality.